Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. Additionally, no lot number was provided; therefore, device history record review could not be completed. If the product is returned at a later date, smiths medical will reopen this complaint for further investigation. Brand name, model#, catalog #, serial #, lot#, expiration date, other #, UDI#, initial reporter also sent report to FDA?: and PMA/510(k) number are unknown. No information has been provided to date. Operator of device is selected as patient/consumer but not transferring to the 3500a form.

Event description:
It was reported that the pump alarmed a no disposable alarm. No further details were provided and no patient injury was reported.